Event description:
It was reported the patient met with the sjm representative and reported he is not receiving effective stimulation. The patient is receiving stimulation in his abdomen; however, his pain pattern is from his waist to his ankles. Reprogramming was unable to resolve the issue. X-rays were taken and did not reveal any anomalies. The patient may undergo surgical intervention to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.